Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The end users wife was educated on proper skin care and the proper usage of stomahesive powder. The end users wife stated the blistered skin has been proving since the ned user switched to another brand and he began using allkare protective barrier wipes. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for eval is not expected.

Event description:
The wife of an end user called in to state her husband (the end user) developed small blisters under the mass after trying two samples one month ago.